Manufacturer narrative:
The user reported that she was hospitalized on (B)(6) 2025 due to an infection involving a knee implant; she was diagnosed with a knee implant infection and, at the time of the call, reported feeling good. The event was not related to diabetes or glucose measurements, and per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported that she was hospitalized due to a knee infection. The user was diagnosed with an infection on a knee implant. The user was hospitalized on (B)(6) 2025. At the time of the call, the user was feeling good. The event was not related to diabetes or glucose measurements. Per dms, user is currently using the system with up-to-date information.